Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 96mcg/day) in an implantable pump for intractable spasticity. There was a confirmed catheter tip detachment. The event was scheduled as a catheter revision. There were no symptoms reported. The issue was confirmed sometime the previous week. The drug was being changed to unknown baclofen (500mcg/ml, 50mcg/day). It was reviewed to aspirate the catheter access port (cap) to clear the old drug (as 2000mcg/ml concentration could be programmed to a minimum rate of 96mcg/ml). The catheter was aspirated a free flow cerebrospinal fluid (csf) was achieved (approximately 3mls). Dye was injected and omnipaque disperse was visualized in the intrathecal space. The earlier view looked like the catheter had pulled out of the epidural space, but the dye study confirmed that everything looked good (no detachment or kink); no additional actions were taken. It was reviewed the priming bolus would be done using the catheter volume only. Information was requested about the possibility of inflammatory mass. It was clarified the reporter did not allege an inflammatory mass for the patient in question. Additional information was received from a manufacturer representative. The patient did not undergo a surgery. The patient was taken to the operating room (or) for a possible catheter revision because a healthcare provider (hcp) when doing a dye test felt as if he met resistance when trying to aspirate the catheter. When in the or, another dye test was performed and it was found that there was no issue with the catheter. A different hcp was able to aspirate the catheter completely. The injected dye was visualized under fluoroscopy going through the whole length of the catheter and exiting in a plume at the catheter tip. The catheter was confirmed to be patent and nothing more was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.